Manufacturer narrative:
Physio-control further evaluated the device and observed that the digital pcb assembly powered off intermittently with an excessive off current which caused the device's internal hybrid layer capacitor (hlc) batteries to deplete. Physio-control then evaluated the digital pcb assembly and determined that the cause of the reported issue was due to an integrated circuit (ic) chip, designator u4 on the digital pcb assembly, which drew an excessive off current and caused the internal hlc batteries to deplete. A replacement device was provided to the customer under warranty.

Event description:
The customer contacted physio-control to report that their device gave a low battery warning. During device evaluation, physio-control observed that the device's readiness display showed a charge-pak and an attention icon. The device data were downloaded and it was observed that the device's internal hybrid layer capacitor (hlc) batteries had been depleted. The device might not have been able to provide defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.